Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The insulin infusion device passed all tests and meets specifications. However, it was determined that the user incorrectly programmed the device as if a self-filled cartridge had been inserted when a pre-filled cartridge had actually been inserted. The result of the use error is an under delivery of insulin.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer attributed high blood glucose levels to inaccurate pump delivery. No adverse event reported. A request was made for the return of the device.